Event description:
Procedure type: laparoscopic extended bowel resection, right hemicolectomy. According to the reporter: the customer reports that all instruments fired well during the procedure. The patient incurred a post-operative leak in the anastomosis requiring a loop ileostomy. Nothing fell into the patient's cavity. There was no unanticipated tissue loss, tissue damage or bleeding as a result of this problem. There was no extension of surgical time required. The patient's current status is reported as monitored and treated with antibiotics. The device is not being returned for evaluation as it was discarded by the customer.

Manufacturer narrative:
(B)(4).